Manufacturer narrative:
Evaluation summary: without the logfile, which was requested but not received, the root cause could not be determined conclusively. The possible root cause could be a movement of patient´s eye during treatment or vacuum was turned off by the user during treatment (by pressing the right foot switch). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A technician reported that during creation of the lasik flap, there was loss of suction, after the laser had started treatment. A second barcode was entered and the procedure was completed without injury to the patient or impact on visual outcome. No further information is expected.